Event description:
A bipap a30 was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes indicating the software detected the raw pressure sensor reading is outside the valid window of 225 to 16274 counts for 10 seconds and the software detected the raw blower pressure sensor reading is outside the valid window of 833 to 64640 counts for 10 seconds were confirmed in the event log. The technician recommended replacing the device's circuit board to address the issues. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.